Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable low results for multiple assays for an unknown number of patient samples. The customer repeated the samples and the repeat results were believed to be correct. Of the data provided for four patient samples, only the erroneous results for two of the patient samples were reported outside the laboratory. Refer to the attachment to the medwatch for all patient data. The patients were not affected and the doctor did not take any action based on the erroneous results. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but were not provided. The calcium reagent lot number was 17896301 with an expiration date of 11/30/2017. The total protein reagent lot number was 20882401 with an expiration date of 3/31/2018. The fructosamine reagent lot number was 12565301 with an expiration date of 10/31/2018. The field service representative found there was possibly a bad sample probe. He removed and replaced the probe, verified the rinse/detergent levels, and confirmed the cell blank and gear pump pressures were accurate. He checked the wash and checked the adjustments. He reset and initialized the system with no errors. He ran precision testing with no errors. The customer did not report any further issues after the sample probe was replaced. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector.   In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover.   The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified.   A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers.   In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.